Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two stardrive screwdriver shafts malfunctioned and two to three screw heads stripped during a fracture of a hand procedure on (B)(6) 2017. It was surgeon¿s preference to remove the two or three screws as they were too long. While attempting to remove the screws with the screwdriver shaft, the tip of the screwdriver shaft broke. The broken tip remained stuck in the head of the screw. Another screwdriver shaft was used for the remaining screw(s) and the tip of the second screwdriver shaft bent. In addition, surgeon believed that the defective screwdriver shafts caused the heads of the screws to strip. A fifteen to twenty minute surgical delay was noted due to attempting to remove the screws using the screwdriver shafts, taking additional x-rays, and re-strategizing the remaining of the procedure. X-rays are not available for review. Surgeon decided to the leave the screws and broken tip implanted as it would be too difficult to remove. There are no plans to re-operate on the patient to remove the devices at this time. Surgeon proceeded with the case. Procedure was successfully completed without requiring other medical intervention. Patient status/outcome was reported as stable. One stardrive screwdriver shaft is broken and bent. One stardrive screwdriver shaft is bent. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was not explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 2 or 3 unknown screws.